Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Knee revised for loosening and when removing components, it was discovered that the poly insert had some broken fragments.

Manufacturer narrative:
The patient is (B)(6). An event regarding fracture involving a triathlon insert was reported. The event was confirmed. The material analysis report concluded: in-vivo service related damages to the articulating surface of the insert included burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. Articulation of the femoral component near the posterior edges of the device likely placed excessive loads on the posterior rim, resulting in fatigue fractures. The symmetry of the articulating surface damages indicates that the knee may have been misaligned or unstable. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. No medical records were provided. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no reported events for the lot referenced. Conclusions: results of the material analysis indicate the device fracture was most likely due to malpositioning or instability of the knee, but it cannot be confirmed given the information provided. Pre- and post-operative x-rays as well as the revision operative report are needed to confirm the alignment of the patient¿s knee in order to determine the root cause of the event.

Event description:
Knee revised for loosening and when removing components, it was discovered that the poly insert had some broken fragments.